Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. There is fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No moisture damage on motor noted. Pump received with minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.